Event description:
Steris was advised by a medical center that an employee experienced skin irritation after coming into contact with vaprox hc hydrogen peroxide sterilant (vaprox hc 59%).

Manufacturer narrative:
The employee splashed hydrogen peroxide sterilant onto her chest and hands while opening the zip lock bag that contains vaprox hc 59%. The employee was not wearing any personal protective equipment (ppe) at the time of the incident. Her skin initially turned red, and then turned white, and returned to normal within a few hours. She received treatment in the facility's ER, returned to work, and did not require further medical treatment. The steris instruction sheet states, "do not open if there is liquid in the bag." The vaprox hc 59% product labeling clearly states that appropriate personal protective equipment should be worn when handling this product. The steris account manager conducted an immediate refresher in-service training the day of the event.